Manufacturer narrative:
(B)(4) date sent: 11/10/2025 d4: batch #unk d4 (expiration date), h4: unknown. Additional information was requested, and the following was obtained: how was the product purchased? Al-med llc could you please confirm if the vendor is authorized by jnj - no is there an indication of how the product was distributed? No, the boxes only have basic factory markings without any special stickers. Is there any indication of the source? No based on the packaging, is there any indication of which market the original genuine product may have come from? Was the device used on a patient? If so, was there any patient consequence? Until they started using it. Investigation summary: this is an analysis for the photos submitted for evaluation. During the visual analysis, the following was observed: the photos show some boxes with product code gst60b, lot # 568a40, exp. Date: 2028-03-15. A lot trace was performed on the lot provided, and the lot number was not found in the quality tracking system. The analysis performed determines that the suspect package is not authentic johnson & johnson product. Based on the photos reviewed, it was confirmed that the product is counterfeit. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the customer received allegedly defective products. There was no patient consequence nor surgical delay reported. No additional information provided.